Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reports of infection on two occasions at the insertion site. First infection happened on (B)(6) 2024 and second infection happened on (B)(6) 2024 with symptoms of inflammation. When user tried to release the pus from the insertion site the sensor was expelled out of the user's arm. User's hcp isn't aware of the event, but as per notes, the user treated herself with strong antibiotics and treatment for yeast infection. The user is currently not using the system since the sensor was expelled from the user's arm. No further investigation is required.

Event description:
On 26 september 2024, senseonics was made aware of an adverse event where the user reports of infection on two occasions at the insertion site. First infection happened on (B)(6) 2024 and second infection happened on (B)(6) 2024 with symptoms of inflammation. When user tried to release the pus from the insertion site the sensor was expelled out of the user's arm.